Manufacturer narrative:
(B)(4). Reference MFR. Report #3007566237-2015-03568 and #3007566237-2015-03570 for information regarding lead movement during the patient's device trial.

Event description:
Additional information received from the healthcare provider reported that the lead movement occurred with the trial device, not with the permanent implant. Since implant, the patient had not been reprogrammed and no other actions were taken. The patient was doing well with therapy and was happy with the outcome.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer's family/ friend reported she was still having urinary issues. The patient had no symptom relief. The patient was not feeling stimulation. She was in program 2 at 0.05v which was the upper limit. Program 3 and 4 had upper limits at 0.00. The patient then switched to program 1 at 1.10v before she felt stim in her back and "crack". Stim was increased to 1.30v where she felt it comfortably. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, the event will be updated. Additional information received from the health care professional reported that no troubleshooting had been done with regard to the patient's loss of therapy. It was noted that the patient had good response and the failure of the lead was contributed to movement. The loss of effect was determined and it was due to movement of the lead. The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues.